Event description:
It was reported that during a sleeve gastrectomy, the device locked-out on tissue during the first firing using a green cartridge. The device did not deploy staples or cut. The knife blade was reversed and the jaws opened and were removed from the tissue. A same-like device was opened and the case was completed with no patient consequences. Buttressing was not used, the device was not fired over an existing staple line and no unexpected noises were heard.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis results showed that one ple60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.